Event description:
Additional information was received. The patient's aneurysm sac measured 6.7cm x 6.1cm three years post index procedure. The patient was being monitored for a distal type I endoleak coming from tf3838c199cp. The most likely cause was disease progression. A saccular aneurysm between the superior mesenteric artery and the highest renal was observed on imaging. Upon intervention, the physician elected to bypass the celiac artery and the superior mesenteric artery and extended with a talent 32x 32x 100 and a talent 38x 38x 100 (via back build technique). On final angiogram the distal endoleak had resolved. The patient tolerated the procedure well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (disease progression). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression). (B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm, approximately 28 months ago. An extension stent graft had been placed distally due to a distal stenosis which was approximately 5 cm proximal to the celiac artery and unrelated to the original stent graft. It was reported that during a recent routine follow-up, a junctional type iii endoleak between the two most distal stent grafts was identified (ref. MFR. #s 2953200-2011-01334 and 2953200-2011-01335). There were no morphological changes and the anatomy was unremarkable. An internal review of the films was inconclusive as to the cause of the endoleak. The whole aorta was relined with two talent 36mm diameter stent grafts and this resolved the endoleak. The outcome was excellent. Approximately one month ago it was reported that there is a distal endoleak and that the taa has grown by 3-7mm. There is a loss of seal distally. The patient will be monitored.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related, loss of seal). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, loss of seal).